Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no product type or batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On (B)(6) 2023, a spontaneous report from the united states via email regarding a female who used a thermacare lower back and hip 8hr l/xl heat wrap. Medical history and concomitant products were not provided. On an unspecified date, the consumer applied a thermacare lower back and hip 8 hr l/xl heat wrap at night before sleeping for an unspecified indication. The next morning after waking up the customer had blisters "all over her backside of her hip and back". No additional information was provided.